Manufacturer narrative:
Corrected information has been provided in d4. The cause of the patient device interaction problem/ pain / ischemia / inflammation in the right leg was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 health effect - clinical code e0303 is no longer applicable for this report.

Manufacturer narrative:
Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 77-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The patient's underlying medical history was not shared. Prior to the pump insertion the patient was on a vent for respiratory needs. While on the support the patient was additionally supported by inotropes and vasopressors. The pump supported and after 3 days the pump was explanted after a successful support and weaning. The team closed the site with perclose and hemostasis was achieved. The following day the team noted there was pain and swelling in the leg and patient unable to move foot/toes. The medical team believes there was compartment syndrome and a fasciotomy was performed and a wound vac was placed, which resolved the acute compartment syndrome. The calf musculature was not believed to be viable; however, function of the lower leg slowly started to return. They diagnosed the patient also to have rhabdomyolysis. The patient/family did not want dialysis and were placed in hospice care. The patient has survived to date. Patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics can contribute to the limb injury and rhabdomyolysis that occurred post explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.